Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 5076-65 lead implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that there is some undersensing of the atrial lead. It was noted that the patient is almost in permanent atrial fibrillation. The lead remains in use. No patient complications have been reported as a result of this event.